Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched, overlapping and misaligned. The product stent protector was returned for analysis with the device and the inner diameter measured. The stent protector offers full protection to the crimped stent and device tip. The stent protector profile size relative to the crimped stent profile size offers ease of use to the user and ease of removal of the stent protector during device preparation. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the mid-shaft section found one kink at the port bond site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.25 x 24 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician slowly slid the stent protector distally gripping the distal part of the stent protector with the proximal side of the catheter; however the stent dislodged from the catheter. The procedure was completed with a 24mm-2.25mm synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside the patient occurred. A 2.25 x 24 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician slowly slid the stent protector distally gripping the distal part of the stent protector with the proximal side of the catheter; however the stent dislodged from the catheter. The procedure was completed with a 24mm-2.25mm synergy stent. No patient complications were reported and the patient's status was good.